Manufacturer narrative:
Updated to block h6 evaluation conclusion code. The returned burr hole cover was analyzed. Visual inspection of the retraining clip of the burr hole cover noted no abnormalities. During functional testing, a known, good lead was successfully secured with the retaining clip, with and without the stylet in place; however, difficulties performing this action were encountered. The clinical observation that the retaining clip of the burr hole cover would not remain locked was confirmed through laboratory analysis. Based on all available information, the cause of the event was likely attributed to the device design. Boston scientific initiated a corrective and preventive action (CAPA) investigation to further investigate events where issues were encountered with locking the burr hold covers retaining clip to a lead with a stylet. The investigation identified the following design related root causes: the suppliers existing manufacturing process may result in a high residual stress in the clip assembly, a lack of functional specification for the locking mechanism of the lead clip assembly, and dimensional differences between two supplier components that could impact the slider engagement as well as closure and retention force requirements of the lead clip assembly. The CAPA investigation is ongoing, and boston scientific is working with the supplier to identify solutions that will be implemented to address the root causes.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced lead migration of the left brain lead as it had retracted approximately 1 cm compared to initial post op scan. This was confirmed via a computed tomography (CT) scan. The patient underwent a revision procedure where the left-brain lead and burr hole cover door were replaced. The patient was doing well post-operatively. Additional information received indicated that the slider on the retaining clip of the burr hole cover, which holds the lead in place, would not remain locked and may have resulted in the migration of the left lead.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: dbs-lead fixation upn: m365db4600c0 model: db-4600c serial: n/a batch: 32306964.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced lead migration of the left brain lead as it had retracted approximately 1 cm compared to initial post op scan. This was confirmed via a computed tomography (CT) scan. The patient underwent a revision procedure where the left-brain lead and burr hole cover door were replaced. The patient was doing well post-operatively.

Manufacturer narrative:
Update to block h6 device codes. Additional suspect medical device component involved in the event: product family: dbs-lead fixation. Upn: m365db4600c0. Model: db-4600c. Serial: n/a . Batch: 32306964.

Event description:
It was reported that the deep brain stimulation (dbs) patient experienced lead migration of the left brain lead as it had retracted approximately 1 cm compared to initial post op scan. This was confirmed via a computed tomography (CT) scan. The patient underwent a revision procedure where the left-brain lead and burr hole cover door were replaced. The patient was doing well post-operatively. Additional information received indicated that the slider on the retaining clip of the burr hole cover, which holds the lead in place, would not remain locked and may have resulted in the migration of the left lead.